Manufacturer narrative:
The reported device is enroute to conmed for evaluation. A supplemental report will be filed after the device has been evaluated and the complaint investigation is complete.

Event description:
A conmed affiliate reported on behalf of a user facility that a portion of the insulating sheath on a esa-5379 ultrablator melted while performing an arthroscopic ligamentoplasty (tls) on (B)(6) 2017. Conmed received this complaint on 28-jul-2017, however, additional event information was collected from the surgeon on 13-sep-2017, making this incident a reportable device malfunction. The surgeon stated he observed a "plastic melting surrounding the resistance" when the generator was set to 80 coag. The procedure was completed using an alternative device. No patient or user injury was reported. This complaint is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection verified the tip of the probe was damaged and a fragment of the device was missing. This fragment was not returned with the probe. The most probable cause for this device failure is unintentional contact made between the probe and another instrument or cannula. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformance regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year review of historical complaint data revealed one prior complaint for this product and failure mode combination. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. A risk analysis determined this failure to be acceptable. The user is advised of the following warnings, precautions and instructions in the instructions for use. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in burns. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use ambulators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Improper application or use of the dispersive pad may result in a patient burn or poor performance of the ambulator. If higher than normal power settings are required, check for obvious defects and proper adhesion. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. This incident type will continue to be monitored through the complaint system to ensure patient safety.